Event description:
Prior to evar, the left common iliac to the left external iliac angle was 115°. The patient was taking anti-platelets due to the two vessel coronary disease prior to evar.

Manufacturer narrative:
(B)(4). Results: stent graft occlusion. Crouching for long periods of time and degradation of antiplatelet medication due to dehydration. Conclusion: stent graft occlusion. Crouching for long periods of time and degradation of antiplatelet medication due to dehydration.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that the patient got dehydrated during weeding in the scorching sun. When the patient stood up, numbness was felt in the limb; however, the patient did not seek treatment. Twenty-eight days later, the patient visited a cardiologist for the follow-up and the left limb occlusion was noted. Though the patient was taking antiplatelet agents, dehydration had a deteriorating effect on the medication. Per the physician, the limb occlusion occurred because of the long hours of the patient crouching. It was not caused by device failure. On an unknown date the patient had a thrombectomy and a bare metal stent was implanted. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results, conclusion: left common iliac to the left external iliac angle was 115°.